Event description:
Pt had seizure like activity while being given bier block. Could have been due to small amt of lidocaine leaking post tourniqnet. Pt recovered and was discharged from ER. Had been evaluated for left forearm fracture. No injury noted.